Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) during analysis of the returned device, no anomalies were found. It was noted that the outer insulation has been cut, there is blood in/on helix/lobe mechanism and the stylet is bent. Damaged at implant.

Event description:
It was reported that during the implant attempt, after several repositions of the lead, it became impossible to screw and stabilize the lead into the ra. The device was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be fine. It was reported the lead was attempted but not used, due to a non-extending helix.